Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user states when using the emergency pin, the motor will not release.